Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturing representative that the implantable neurostimulator (ins) extruded at the left abdominal pocket. The ins was partially explanted at the pocket due to low patient weight and a lack of adipose tissue. A revision was done on (B)(6) 2016 and the hcp moved the ins to a new abdominal pocket on the patient's right side. A culture for infection markers was done and culture was negative. Additional testing was going to be done with a sample of the tissue around the ins. Following the revision, the issue was resolved. The patient was alive with no injury. The patient's indication for use is dystonia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.